Event description:
Complainant alleged that during biomedical testing and preventative maintenance of the device, the device had no display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.